Event description:
It was reported that, "post op x-ray showed trial liner screw holding sprocket still inside patient. Dr spoke to patient and feels re-operation not worth the risk at this time."

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If device or additional information becomes available, it will be submitted on supplemental report.